Event description:
The customer contacted (B)(4) regarding a product complaint on (B)(6) 2013. The customer reported that the ez breathe atomizer failed to produce a sufficient mist to alleviate her asthma symptoms. The pt added that the product malfunction caused her to be hospitalized for an asthma attack. The pt called (B)(4) to report two incidents of hospitalization for two separate devices on (B)(6) 2013. Therefore, two 30-day medwatch forms will be submitted for this investigation.